Manufacturer narrative:
(B)(4): lens not returned.

Manufacturer narrative:
(B)(4). Medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. Conclusions - (no conclusion can be drawn): based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the patient had an icl implanted in their left eye in 2000. The icl was implanted in (B)(6) as part of the (B)(6) study. The patient had developed a cataract and the icl was explanted on (B)(6) 2011. The cataract was removed and an iol implanted. The patient is doing very well.